Manufacturer narrative:
Device not accessible for testing/4117 customer purchased a new doppler, however issue not corrected. Customer not willing to purchase the required spare. A supplemental report will be submitted upon completion of our investigation

Event description:
It was reported that during a routine check the cs100 intra-aortic balloon pump (iabp) doppler failed to power-up. There was no patient involvement thus there was no adverse event reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, g7, h2, h3, h10, h11. Corrected field: d9, h4, h6 (type of investigation, investigation findings, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the iabp, the fse checked and found the problem is with doppler main pcb. Doppler has to be replaced. The iabp is working satisfactorily. Customer not willing to purchase the required spare part. Customer purchased a new doppler.

Event description:
N/a.

Manufacturer narrative:
Additional information has been requested, and we will report accordingly if it becomes available. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read mr.(B)(6). The full name of the event site was shortened due to field character limit; the full name is (B)(6) college and hospital.

Event description:
It was reported that the cs100 intra-aortic balloon pump (iabp) doppler failed to power-up. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.